Event description:
It was reported that the pt underwent posterior lumbar interbody fusion (plif) at l4-s1 with implantation of fixation devices and femoral ring allograft. The inner sleeve detached from the screw head at s1 on the right. The surgeon did not reattach the screw extender after it separated from the screw. The rod did not detach from the rod inserter. The rod missed the screw heads multiple times; the rod went either medial or lateral. The surgeon was unable to insert the rods on the right so the surgeon converted to an open procedure. The manufacturer rep could not confirm if the inner sleeves and the extenders were locked and mated properly as discussed with the surgeon after surgery. No pt injury was reported. The surgery time was extended 1.5 hours.

Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer is unable to determine the suspect device. Further details about the inner sleeves involved in the event. Three inner sleeves were returned for evaluation. The inner sleeves were assembled to the extenders, and the screws were inserted into the inner sleeves in order to functionally test the retention of the screw head. The screw head was securely retained in the inner sleeve tip. The inner sleeves function properly. A review of the device history records did not identify any applicable nonconformance to specification.